Event description:
It was reported that the tablet would not be returned because the screen had been functioning properly. The physician was provided a replacement and the manufacturer's sales rep opted to keep the tablet for back up use. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician's tablet was "acting funny". Clarification was provided stating that the screen was having difficulty responding. A full reset was performed and the problem persisted. There were no signs of physical damage on the tablet. The physician's office did not know of any damage occurring on the tablet and the whole screen was reportedly affected. The tablet had been shipped to the physician on 01/14/2016. No patient's therapy was affected by this event.